Manufacturer narrative:
From the provided data, the alleged sample is suspected to be a low viral load sample near the limit of detection (lod) of the assay. For very weak samples near the lod of the assay it is expected to receive inconsistent results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. The customer¿s allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result generated with the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system, when compared to the results generated by the lumiradx,sars-cov-2 ag test. On (B)(6) 2021, the initial sample was tested using the cobas® liat® system generated flu a negative, flu b negative, and sars-cov-2 positive. The same sample test was repeated on lumiradx and was negative of all 3 targets. Although requested yet it is still unknown what results were reported to the patient and or/ medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.